Manufacturer narrative:
A philips-approved service provider replaced the therapy pca and processor pca. The device is returned to full functionality.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device experienced a boot failure. There was no reported patient involvement.